Event description:
The customer contacted stryker to report that their device had an issue with charging for defibrillation. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Root cause was determined to be a broken/damaged therapy cable. The therapy cable was replaced. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device had an issue with charging for defibrillation. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.